Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal for peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis. On an unknown date, the patient was hospitalized. Treatment rendered for the events was not reported. On (B)(4) 2012, gpv followed up with the nurse who reported the patient was hospitalized (B)(6) 2012 for peritonitis. The cause of peritonitis was unknown. The patient was recovering. The nurse reported the event was not related to dianeal, homechoice machine, or any baxter disposable product. The patient was recovering.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11h31070 and h11j05089 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The specific minicap transfer set product code used for at the time of this event is unknown; however, the brand name, manufacture and 510k will be provided in the MDR. This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.